Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that she was currently in the hospital for high blood glucose levels. Her blood glucose at the time of incident was 900 mg/dl, and according to the customer she usually runs low. Her current blood glucose value on the phone was 45 mg/dl. Troubleshooting was initiated for the high blood glucose but not completed because the customer did not want to troubleshoot while she was still in the hospital. The customer was given the phone number of a medtronic diabetes representative and advised to call back to continue troubleshooting once she felt comfortable doing so.